Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose of 431mg/dl. Customer stated that insulin pump alarmed for insulin flow blocked alarm which is caused by reservoir and infusion set connection. Customer mentioned that infusion set was not adhering. Customer declined troubleshoot for high blood glucose. Insulin pump will not be returned for analysis. Frn-mmt-332-rsvr, unomed inf set.